Event description:
The reporter stated the surgeon attempted to use cc4204a collamer single piece lens. Initially, they thought there was no lens was in the bottle. So they implanted the backup lens, however, after implanting the backup lens, they went back and noticed the primary lens was stuck to the bottle cap. There was no patient contact.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient; no code available, (lens stuck to bottle cap). Evaluation method - lens work order search. Results: visual inspection of the returned product found the lens stuck to the vial cap. Unable to see if lens was damaged. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Correct day of event: (B)(6) 2014. Method: device history record review. Results: device history record review: a review of the device history records revealed that all manufacturing and process parameters were met. While the most likely root cause for the complaint is shaking or inversion of the vial permitting temporary contact and adhesion of the lens (due to liquid film) to the inside of the cap, the source cannot be confirmed. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).